Event description:
A malfunction alarm was reported without any notable events occurring prior. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether it had exceeded 500 mg/dl. To address the issue, the customer was advised to use a backup therapy to ensure insulin delivery was not interrupted and was instructed on how to put the pump into storage mode before returning it. Technical support confirmed the shipping address for pump replacement and provided a pre-paid label for the return within ten days.